Manufacturer narrative:
The operative report provided indicates the patient was treated for a recurrent right inguinal hernia. The operative report did not include a statement or indication that there was a possible or suspect device failure related to the bard mesh. No sample was returned for evaluation; however, based on the currently available information no bard mesh device failure occurred. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
Per patient: on (B)(6) 2008 - the patient reported he underwent kugel mesh implant. Patient reported he has undergone pain medication therapy for constant pain and is disabled. Per provided medical records: on (B)(6) 2008: repair of a recurrent right inguinal hernia. Removal of old (unidentified) mesh. During the procedure a kugel hernia patch was used.